Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room being externally paced by emergency medical service personnel. The patient had been symptomatic with pre-syncope and a heart rate in the 20¿s. The implantable pulse generator (ipg) was at end of life (eol) and had tripped elective replacement indicator (eri) several months prior. The battery impedance was high and the device did not have enough voltage to measure lead impedances correctly and accurately. When the lead impedances were measured, the bipolar impedance was high and the unipolar impedance was low. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.